Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on manufacturing report number 0002648920-2018-00221.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total knee arthroplasty and subsequently was revised due to pain, swelling and loosening of the tibial plate. There was noted bone loss and an hour delay in the procedure reported. Attempts have been made and additional information on the reported event is unavailable at this time.